Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer z suction was poor, and when om-10000z was confirmed, damage to the mount was found. The procedure was completed without any problems using the spare om-10000z. No health hazard to the patient.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID #(B)(4). On feb 01st, the hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer z suction was poor, and when om-10000z was confirmed, damage to the mount was found. The procedure was completed without any problems using the spare om-10000z. No health hazard to the patient. The product is from the lot 3000195673. Based on the DHR review, there¿s no deficiency indicated from production relevant to the acrobat-I stabilizer housing mount break. All the products had been performed 100% visual and functional inspection and all test passed, which demonstrate the housing mount has no flaws or crack etc., and the products were 100% simulated by fixing on the blade locking the jaw with no broken. The incoming inspection of the component rm7001164 housing mount used in the lot 3000195673 conforms to the drawing requirement. Coc was reviewed, the supplier certifies that this device lot conforms to all applicable rm7001164 drawing and product specifications, the vendor also certifies that the glass-filled virgin polycarbonate resin used to mold the parts is 100% virgin resin with no re-grind or reprocessed material.

Manufacturer narrative:
Trackwise ID: (B)(4). Corrected sections: d-3, g-1, h-3 corrected manufacture site to wayne updated sections: b-4, d10, g4, g7, h2, h6, h10, h11 the investigation has been started since the complaint was received, the following contents have been conducted: 1. Analysis of production: (3331/213 & 67) the DHR have been reviewed, there¿s no deficiency identified from production relevant to the acrobat-I stabilizer mount damage prior to this complaint. All the products passed 100% visual and function inspection, which demonstrate the housing mount has no flaws/crack etc. Appearance defect, and all the products were simulate to be fixed on the blade by locking the jaw with no breakage. Raw material coa was checked and supplier certified that the materials used are conforming to drawing requirement. Rm7001164 housing mount supplier DHR was checked, and the injection parameter and product inspection was found normal and no non-conformity observed. 2. Trend analysis: (4110/213 & 67) in the last 12 months, from 31st jan 2021 to 31st jan 2022, the occurrence rate is approx. 0.033%. There¿s no similar complaint reported for this reported lot 3000195673. 3. Communication/interviews: (4111/213 & 67) communication/interviews were performed to obtain all possible information. 4. Historical data analysis: (4109/213 & 67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode.

Event description:
N/a